Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that while the patient was at home, he woke up to alarms with the system controller indicating "pump disconnected", "pump off" and "low flow" alarms. The threaded connector of the battery clip was reportedly loose. The system controller and battery clip were exchanged with no further issues.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.